Event description:
Reporter stated the pt experienced an under-delivery due to pump ringing occlusion throughout the night. An unknown amount of an enteral feed solution was hung and the pump was set to deliver 34 ml/hr. 100 ml were delivered in 12 hours. Pt's blood sugar dropped to 18. One "amp" of d50 was administered by i.v. And the pt was bolus-fed the following night. One pt involved.